Event description:
It was reported that the pump shut off unexpectedly on multiple occasions. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.